Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, left side exchange with no complaint against the device. Healthcare provider, later reported, "the patient's breast is experiencing hardness to the touch, pain, implant sitting higher than normal, breast asymmetry, discomfort. And capsular contracture, baker grade iii/IV". The device has been explanted.